Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Date of event is estimated the UDI # is not known as the part and lot number were not provided.

Event description:
It was reported that this was a closure of an unspecified vessel using a prostyle device. Reportedly, the device was advanced and deployed successfully; however, when attempting to remove the device the foot did not close and the device became stuck. Some force ("not much") was applied and the device broke into two parts. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.